Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out and the balloon deflated. The harvester chose to continue the procedure without replacing the btt short port and the procedure was completed without issue. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).